Event description:
Same event as MFR report #: 2134265-2008-01705. It was reported that during an unspecified procedure, a wire detachment and dissection occurred. The pt presented with ventricular fibrillation. The lesion being treated was located in the totally occluded right coronary artery (rca). Ablation was performed successfully with the rotalink plus system, and following removal of the system the physician noted a dissection. Upon examination of the dissection, a foreign body was also visualized, and it was determined to be the distal tip of the rotawire guide wire. The physician then placed an unspecified stent which both covered the dissection and secured the guide wire fragment against the intimal wall of the artery. The rca was patent following the ablation and stenting. Pressures remained the same before and after ablation/stenting. The pt never recovered from v-fib, and died on the table several hours later despite efforts to revive him. The physician stated that there was no relationship between the ablation/wire tip separation and the death.

Manufacturer narrative:
The guide wire has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.